Event description:
It was reported that pump displayed malfunction alarm while customer was changing infusion set. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction returned, and caller acknowledged understanding.